Event description:
Related manufacturer reference number:3006705815-2022-16586. It was reported that the patient was unable to get their system into MRI mode. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
It is unknown which lead is liable.

Manufacturer narrative:
The allegation is against 1 of two leads. However, it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(6). Batch: a000039794. Model: 3186. UDI: (B)(4). Lead 8ch60cm mrc gen3 us pr during processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: the device meets or exceeds 75% of its estimated longevity. This device is no longer considered reportable.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its estimated longevity. This device is no longer considered reportable.